Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance triggered elective replacement indicator (eri). Eri due to high battery impedance was recorded on 30 sep 2017, prior to explant. Ramware version 8 was installed on 27 dec 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) went to elective replacement indicator (eri) earlier than expected due to high battery impedances. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) went to elective replacement indicator (eri) earlier than expected. The ipg remains in use. No patient complications have been reported as a result of this event.